Event description:
A philips field service engineer reports that this device has multiple pca's destroyed/damaged by a loose screw. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer reported that this device has multiple pca's destroyed/damaged by a loose screw. There is no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.